Event description:
Initial essure attempt (B)(6) 2017 with endometrial tissue present obstructing the view of tubal ostia. Procedure stopped. Essure inserted on (B)(6) 2018 with repeat hysterosalpingogram on (B)(6) 2018 showing essure device in the right pelvis but the left one is not visualized. Fluoroscopy of the lower abdomen and its surrounding pelvic area did not identify the missing device. CT scheduled for (B)(6) 2018. Pt requested reinsertion of essure.